Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colostomy takedown, while reconnecting the colon to the rectum, when the surgeon fired the device, he did not hear the "click" sound and continued to turn the black knob. Anvil disconnected from shaft. The surgeon was able to remove anvil. However, leak test failed. Colon was mobilized more and new anastomosis was done. Surgical time was extended by 30 minutes or more due to product problem.